Event description:
Additional information was received for this case. The physician suspected that the type ia endoleak occurred due to the enlarged vessel of the proximal neck.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that recently the patient presented emergently. The CT revealed that there was a proximal type I endoleak and aneurysm rupture. The patient was stable and transferred to another hospital. The patient's vital signs were stable upon arrival. The physician inserted a micro-catheter into the proximal portion of the stent graft advancing the catheter to the ruptured site in the aneurysm, and then embolized the ruptured area with medical glue nbca (n-butyl-2-cyanoacrylate). A follow up CT revealed that there was still a proximal type I endoleak present, however the patient refused further treatment. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.